Event description:
After 64 hours of being canalized, the pt's mother notified clinical personnel that the IV fluid area was damp. After eval, the rn identified that the plastic tubing-catheter remained in vein, separated from the tip for needle insertion hub.